Manufacturer narrative:
One cadd legacy 1 pump was received with the rear case damaged. The event history log was reviewed and there was evidence of a high pressure alarm, pump turned off, power down and turn on. A functional check was performed and the reported issue was verified. The pump was inspected and the pump was found to be beeping continuously when turned the power on. Further investigation of the pump determined that the downstream occlusion sensor was defective and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump beeped continuously when turned on. There was no reported adverse event.